Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation burn damage was observed on the processor printed circuit board (pcb). The processor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the evaluator observed burn damage to the processor printed circuit board (pcb). No additional information is available.